Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer had a blood glucose level of 310 mg/dl. A system check was performed with tandem technical support and an air bubble was observed in the tubing. Reportedly, a site change was performed to resolve the issue, and insulin delivery was resumed.